Event description:
Customer states: "dr placed this lot # and tried to exchange it. He withdrew it a little down outside the body and inserted the wireguide to straighten it. He felt no resistance and thought the new 039500 was placed with no problem. But in cleaning after the treatment, he found the proximal tip of old stent was missing. With x-ray, there are 2 ea pigtails inside the renal pelvis, which means the old stent broke off at upj. The pt has a cancer and a stricture at the lower part of the ureter. He placed a 6fr stent and used 4.7fr three months later."

Manufacturer narrative:
One opened and used stent was received noting the stent to be missing the distal coil, separation was noted at the 12cm mark. The coil was noted to have a stretched appearance; the straight segment measured 22.5cm and the total length of the stent returned was 32.5cm (curl stretched out). Specifications state the stent to be approx 45 cm prior to curling. Upon closer examination, several sideports were noted to have cracks; 13cm, 14cm, 24cm and 28cm. One sideport was noted to have a crack on the inside; however, exact location was not determined. Grasper marks were noted at the 42nd ink mark from the proximal end. A split 5mm in length was noted between the 14cm and 15cm marks; however, the split was noted to not be completely through. Discoloration was also noted, 5cm of the straight segment did not have discoloration; however, the remainder did. Customer was contacted for add'l info. Customer indicated the remaining portion of the stent is still inside the pt in the renal pelvis. The hosp is still discussing when to remove the remaining stent, the stent has a 6 mo indwell time and had been in the pt for 4 mos at this time. The pt was noted to understand the situation and current status is good. Customer has been told that we do not condone leaving any pieces of products in pts. Continual correspondence is currently ongoing to gain more info as well as the product. As soon as add'l info is obtained, it will be forwarded.